Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that, the patient experienced 4 infusion set's tape not sticking event between 06-may-2024 to 27-may2024. The infusion set was used for a few hours and fell off during use. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 3 of 4.